Event description:
It was reported that the right ventricular (rv) lead had dislodged. Varying and high thresholds with loss of capture were noted. During an attempt to revise the lead the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the helix did not extend due to distal conductor distortion and fracture in the connector due to over-rotation (spin). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.